Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 55-year-old male patient on an impella 5.5 for cardiomyopathy. It was reported that high purge pressure was encountered roughly 18 days into impella 5.5 support. Tissue plasminogen activator was added to the purge, but the issue persisted. A lysis protocol was discussed, but the decision was ultimately made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned and evaluated. There was some biomaterial in the purge gap and on the impeller. No other abnormalities were found. High purge pressure did not reproduce during 30 minutes of purging and running the pump for a portion of the time. Purge pressure remained steady around 500 mmhg. There was also no blood ingress found in the purge line. On 02-mar-2025, field data logs show purge pressure began to gradually build up over the next 18 hours to 800 mmhg. Then, there was quicker rise within 20 minutes from 900 mmhg to greater than 1000 mmhg. There were no related motor current spikes and therefore, no evidence of ingestion. The purge pressure did not resolve by the end of the case. The root cause of the high purge pressure was most likely biomaterial buildup since the data logs show a gradual rise in purge pressure. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27062 as it is unknown if the initial reporter also sent the report to the food and drug administration.